Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump that would not turn off was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective uim (user interface module) pcb (printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "it would not turn off". The event was reported to have occurred during programming / setup in the facility's central supply area. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury or medical intervention. Baxter quality engineering determined the reported problem to be a user interface module printed circuit board failure. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.